Manufacturer narrative:
Device passed the displacement test. Unit received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received compromised force sensor system alarm. Customer was disconnected from the insulin pump blood glucose was not stable. Customer stated that the drive support cap was protruded. Customer can read insulin pump screen but not working as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.